Event description:
It was reported that the intraocular lens was removed intraoperatively due to torn haptic. The lens was cut and was replaced with same model lens. The incision had to be enlarged and sutures were placed. Add'l info has been requested.

Manufacturer narrative:
The lens has been returned to bausch + lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.